Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. Concomitant medical products: part 30103604, lot 64498880. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon suspected an acute infection in patient. He performed a washout with a head a poly swap.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. The sterilisation certificates were reviewed and confirmed that product is sterilised within the specification range. A review of the complaint database over the last 3 years has found no similar complaints reported with this item and lot combination. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 650-0662. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. The reported event states revision due to infection. Infection is documented as a potential harm as an outcome of a number of hazards assessed by the rmf. Infection is considered a severity 3: moderate, which as per the severity table listed within the rmr is defined as prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of this complaint (surgical intervention) is considered to be within the severity of the rmr. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : the product has been discarded.

Event description:
It was reported that the surgeon suspected an acute infection in patient. He performed a washout with a head a poly swap.